Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n: (B)(6) was not outputting, it would not power the hand piece. No patient involvement.

Manufacturer narrative:
Corrected sections: h-3 other provide code changed to device not returned, h-6 evaluation method codes device discarded changed to device not returned. Trackwise#: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not outputting, it would not power the hand piece. No patient involvement.